Event description:
The sales representative reported the tips broke off two j-hook electrodes. One was during a procedure, but the tip was retrieved from the patient and no serious injury was reported.